Event description:
Additional information was received from the patient via the company representative who reported nearly double volume in reservoir at time of refill than expected and hives on arm and wrist, stating it happened the last time he ¿was not getting enough of his medication¿. There were no environmental, external or patient factors that may have led or contributed to the issue. A dye study was performed on (B)(6) 2025 and they were able to aspirate. The interventional radiologist stated the catheter aspirated and no issues with the catheter. No actions or interventions were taken to resolve the issues. It was unknown if the issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. The pump was delivering baclofen 1000 mcg/ml at 436 mcg/day via an implantable pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp) reporting that they were sending the patient for a pump study. The previous study last december did not show occlusion. The patient had an appointment with neuro to replace pump if next pump study was negative for flow problems.

Event description:
Information was received from a patient regarding an implantable pump infusing unknown baclofen for intractable spasticity. It was reported that since implant, the patient have had nothing but trouble with the pump regarding volume discrepancies. The patient stated that when it comes time to fill the pump, the healthcare provider (hcp) was pulling out twice as much medication as they think is supposed to be in the reservoir. The patient added that they are going through 'cranking it up' to make up for the fact that they kept having spasms and they were showing the signs of withdrawal where they start itching and it makes them sick to their stomach and irritable. The patient stated hcp expected 6.2ml and pulled out 10.2, expected 5.9 ml and pulled 10.8, expected 6ml and pulled out 15. The patient stated they have a refill appointment on july 10th. The patient was redirected to their health care provider to further address the volume discrepancy.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 8780 (serial:(B)(6)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.